Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an electronic gas blender (egb) which sporadically showed error message (e15, "fault in ad transformer"). The issue occurred during priming. There was no patient involvement.